Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to an open r781 driven ground resistor on the computer/analog board. The monitor was unable to complete a baseline. The root cause for the open resistor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.